Event description:
A surgeon reported that a glaucoma filtering shunt would not release from the delivery system. Another shunt was implanted instead. There was no harm to the pt. Add'l info was requested.

Manufacturer narrative:
Eval summary: the device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. A functionality test was performed on the sample and no difficulty was observed in releasing the shunt. Although the shunt was left hanging on an undefined fiber, during surgery as the surgeon withdraws the delivery system introducer, backwards, the shunt would have been detached from the fiber. Therefore, the complaint is not confirmed as no difficulty was found in releasing the shunt. The way the delivery system is pressed is important for the success of the product release. It is possible the surgeon was not pressing the trigger correctly. There have been no other similar complaints reported in the lot number. Attempts to gather add'l info have been unsuccessful. (B)(4).